Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a motor (rewind issue) issue. The reporter stated that the piston rod was not retracting. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump powered on with the returned battery cap. There were no errors, alarms, or warnings related to the original complaint observed in the black box or alarm history. During investigation, multiple ¿load step¿ functions were performed to exercise the motor. There were no rewind or motor defects found and the piston fully extended and retracted. The pump was exercised for 24 hours with no pump reboots, loss of power, or call service alarms duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.